Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated dosing information was not given at the time of the report by the hcp. It was noted the cause of the pump flip was undetermined and the revision resolved the patient¿s symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are:product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter, ubd: 14-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 25 mg/ml of morphine at 12mg/day via an implantable pump for spinal pain. It was reported the patient's pump was possibly moving, possibly flipping in the pocket, and the patient was experiencing intermittent pain relief. It was unknown what was causing this to occur. The patient was scheduled for a pocket revision and possible catheter revision on (B)(6) 2020. Additional information was then received on 2020-jan-20. The patient was seen in pre-op and reported a pulling sensation in their pump pocket since the pump was implanted in (B)(6) 2019. The cause of the sensation was undetermined. The patient stated at a refill in (B)(6) 2019 it was found that the pump had flipped, and the hcp flipped the pump back to access the pump. The week of (B)(6) 2020 the patient stated they experienced withdrawal symptoms (nausea and vomiting, sweating, anxiousness, and return of pain symptoms). During the revision procedure (B)(6) 2020, the doctor was unable to aspirate from the catheter access port (cap). It was observed the catheter was twisted. The catheter was revised with a new catheter and the pump pocket was revised and moved from the left abdomen to the left upper buttock/lower blank area. The expected reservoir volume at this time was 14.1 milliliters and the actual reservoir volume was 23 milliliters. It was indicated the hcp did not want to return the explanted portion of the catheter. No further complications were reported or anticipated.